Event description:
On 11 february 2025, it was reported by a sales representative via email that an ar-1588rt acl tightrope rt was reported to have failed during use. This occurred on (B)(6) 2025 during an acl reconstruction. It was reported that the tightrope was opened for acl reconstruction, implant incorrectly loaded out of packet. The surgeon was then unable to cinch tightrope down. The case was completed successfully using another implant. There was case involvement.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.